Event description:
The hospital reported that at the beginning ligation of branches on a saphenous vein, it was noticed that the heater wire was disconnected at the distal end only in vasoview hemopro 2. The proximal end remained attached to the device. There was no resistance noted while inserting the harvesting tool into the cannula. The device was removed and the procedure was completed with a new kit. A precautery test was performed. The power supply was set at 2.5. There was no patient injury. Minimal delay in procedure to open a new kit.

Manufacturer narrative:
Tw (B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.